Event description:
On 02/01/06, nellcor puritan bennett received a report of cuff inflation issues on an endotracheal tube while in use on a patient. The caller reported that when the patient was intubated the cuff would not stay inflated. The caller states that this happened twice on the same patient. The caller reported that the patient sat never dropped below 93%. The caller reported that the endotracheal tube was discarded. This report is associated to the second occurrence on MFR# 2936999-2006-00656.

Manufacturer narrative:
Manufacturing is addressing the customer reported complaint mode in a CAPA.